Manufacturer narrative:
Examination is not possible, as the device has not been returned. Clinical details provided reports that an awl was used to prep the insertion site.

Manufacturer narrative:
Part number revised.

Manufacturer narrative:
Initial reporter: postal code (B)(6).

Event description:
It was reported the suturefix ultra anchor xl device broke. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the anchor has been cinched. The trigger has been advanced to the proximal end on the handle body indicating an attempted deployment. As reported an awl was used to prepare the insertion site. Per the device IFU under warnings ¿only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation¿. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the revised part number device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.